Event description:
A surgeon advised that one of his patients was implanted with antegra at l5-s1. He noted on x-ray that the two screws at s1 had broken. The screws did not break at screw head/plate junction, but rather further down the shaft. Surgeon indicated he felt there is no risk to the patient and does not plan to revise.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Implants currently remain in the patient. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.